Event description:
Resident was found slumped over in wheelchair, waistbelt across chest with belt under one arm and over one arm. An autopsy identified mechanical asphyxiation as cause of death. Initial assessment showed no signs of strangulation per staff and medical examiner - autopsy results determined need for medwatch report. Resident at facility for 24 hrs. In wheelchair (her own) same belt as been using for some time - family took wheelchair home. Will update report when info available.